Event description:
The customer reported her blood glucose reached 300 mg/dl less than 18 hours after the pod was activated. She stated that there was pain noted at the site and upon inspection she noticed the needle never retracted back into the pod.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported needle mechanism failure (to retract), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria. .